Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the nurse was in the room for this case and provided the following details. The surgeon had fired one green and one blue as he transacted the stomach. The issue occurred on the third firing. When the surgeon fired the load, the staples formed on the patient side correctly but did not form on the remnant side. The nurse said he does not believe the surgeon experienced any strange sounds or popping but this will need to be confirmed with surgeon. There were no patient consequences reported. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: it is unknown to me whether or not this issue resulted in any patient complications. Reloads ecr60b lot number l53u17 and ecr60g lot number unknown. The following information was requested, but unavailable: was buttressing material utilized? If so, which product? What was the patient¿s gender and bmi?

Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, one piece sled, pan. Additional information was requested and the following was obtained: surgeon wasn't using buttressing. Gender and bmi are unknown to me at this time. Photographic analysis: based on the photo evidence of the subject ple60a with an ecr60b cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue. The analysis found that one ple60a device was returned in good visual condition and with an ecr60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be partially dislodged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.